Event description:
It is reported that the surgeon was unable to assemble the articular surface to the tibial plate. A delay of thirty mins was incurred.

Manufacturer narrative:
This report will be amended when our investigation is complete.